Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and seroma.

Event description:
Physician reported left side signs of intra- and extracapsular rupture of the left implant and signs of siliconomas and echogenic periprosthetic fluid. Device remains implant.

Event description:
Healthcare professional reported left side signs of intra- and extracapsular rupture, signs of siliconomas and echogenic periprosthetic fluid. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Photographic evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Physician reported left side signs of intra- and extracapsular rupture, signs of siliconomas and echogenic periprosthetic fluid. The device has been explanted.